Manufacturer narrative:
An investigation was conducted following a report that the ilet device displayed alert 36 indicating an insulin motor hall state error, and troubleshooting with a device restart did not resolve the issue. Review of device logs identified repeated ¿unable to proceed¿ errors during a motor rewind attempt, followed by annunciation of alert 36 after five consecutive occurrences, along with a concurrent external flash write error. A replacement device was provided to the user with customer support, and no adverse clinical effects, health impact, or medical intervention were reported. During preliminary evaluation of the returned device, the display assembly was observed to be no longer adhered to the housing, and evidence of liquid ingress was identified within the device. The findings confirm a device malfunction involving a persistent motor state fault with an associated memory write error, necessitating device replacement; the device will undergo further analysis following disassembly. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user¿s ilet displayed alert 36 indicating an insulin motor hall state error, and troubleshooting with a device restart did not resolve the issue; the device also logged an external flash write error, and a replacement was provided with user support. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention.

Manufacturer narrative:
Investigation included review of the reported alerts and remote technical assessment. Investigation of this case revealed a persistent motor state fault with a concurrent memory write error. It was concluded that the device malfunctioned and required replacement. The device will be returned for analysis.